Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced an infection at the implant site in (B)(6) 2015. The recipient was treated with amoxicillin and corticoid orally for fourteen days and the issue resolved. In (B)(6) 2015, the recipient presented with device extrusion. The recipient underwent a flap rotation and was treated with cefalexin for fourteen days. Four months later, the recipient again presented with device extrusion. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's infection has resolved.

Manufacturer narrative:
The recipient underwent a flap rotation on (B)(6) 2015. The external visual inspection of the device revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). The recipient was not reimplanted. The recipient was reimplanted on the contralateral side with another advanced bionics cochlear device. The recipient's infection has reportedly resolved. This is the final report.